Event description:
A vaxcel mini port was placed for therapeutic purposes in 2005. The next day, the pt received a chemotherapy treatment of taxotere. Shortly thereafter, over the collarbone area up to the area over the internal jugular, a red streak was noticed. The pt had blood cultures done and was given preventative antibiotics. The port was removed on the third day. The pt was given a peripheral IV for the remaining treatments. The red streak remained and the pt's chest area remained sore following removal of the port. The cultures came back negative.